Event description:
It was reported that the revolution cement gun was producing metal shavings during cleaning. There were no adverse consequences or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the revolution cement gun was producing metal shavings during cleaning. There were no adverse consequences or medical intervention.